Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 46 mg/dl; cause was not known. Low bg was treated with glucose intravenous infusion. As event occurred in the past, recommendation was made for customer to discuss event with healthcare provider.